Manufacturer narrative:
MDR 3003442380-2026-17920 / initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380

Event description:
It was reported that patient faced bent cannula event on (B)(6) 2026 and patient got hospitalized due to high blood glucose level 418mg/dl and treated with intravenous and fluids of saline